Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a that the latch was difficult to open and close. Replaced latch lock mechanism and handle to fix the issue. Also, there was rust on the flex sensor, so it was also replaced.

Event description:
It was reported that the cassette latch was not stable and became difficult to move after periods of non-use. There was no patient involvement.